Manufacturer narrative:
The pt reported to the company sales representative that she did not like the material of the mattress. A company service technician inspected the bed and found the bed to be working within all specifications.

Event description:
It was reported to hill-rom that a pt fell out of her bed and broke her leg. The pt reported to the company sales representative that she did not like the material of the mattress. A company service technician inspected the bed and found the bed to be working within a specifications.